Event description:
It was reported that a spectrum pump failed the flow accuracy test during preventive maintenance testing. The customer was unclear on testing parameters and guidelines and spectrum operators and service manuals have been provided. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.